Event description:
It was reported that the patient had a dislocation at home. She saw dr (B)(6) in ER at which time he reduced her hip into place. She followed up with him at his office. He informed her that she would benefit from liner and head exchange which was completed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that the patient had a dislocation at home. She saw dr. (B)(6) in ER at which time he reduced her hip into place. She followed up with him at his office. He informed her that she would benefit from liner and head exchange which was completed on 6/27/13.

Manufacturer narrative:
The event could not be confirmed. The exact cause of the event could not be determined as no product was returned for inspection and no patient medical records were provided for review. Return of the product, doctor notes, pre/post-op x-rays, primary operative report and revision operative report would be required for additional assessment. No further investigation for this event is possible at this time.